Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account observed (B)(6) alinity I (B)(6) combo results. Sid (B)(6) (female) alinity I (B)(6) combo (B)(6) of 1.12, 1.33, 1.93 s/co. The patient was previously (B)(6) on (B)(6) 2021 and western blot mp diagnostics (B)(6). Sid (B)(6) alinity I (B)(6) combo (B)(6) of 1.77, 3.96, 5.07 s/co. The patient was western blot mp diagnostics (B)(6). Sid (B)(6) (male) alinity I (B)(6) combo (B)(6) of 1.31, 1.09, 1.22 s/co. The patient was western blot mp diagnostics (B)(6). Sid (B)(6) alinity I (B)(6) combo (B)(6) of 3.70, 3.36, 2.43 s/co. The patient was western blot mp diagnostics (B)(6). No additional patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device of alinity I hiv ag/ab combo list 8p07-32 has no similar us screening assay. The international product, list number 8p07-32 does not have a similar product with the same intended use distributed in the us. The us similar assay list 8p07-21 /-31 is a diagnostic assay, not intended for use in screening blood/plasma donors. Therefore, this event is not a reportable event in the us and no further follow-up will be provided.after further evaluation, the suspect medical device of alinity I hiv ag/ab combo list 8p07-32 has no similar us screening assay. The international product, list number 8p07-32 does not have a similar product with the same intended use distributed in the us. The us similar assay list 8p07-21 /-31 is a diagnostic assay, not intended for use in screening blood/plasma donors. Therefore, this event is not a reportable event in the us and no further follow-up will be provided.